Event description:
It was reported on (B)(6) 2022 , that during a selenia dimensions procedure the c-arm rotation continued to rotate fully unless the tech pulled it. The switches were reported to be sticking and the issue occurring intermittently. A field engineer examined the equipment and installed a new switch which was tested and functioned correctly. The system met the manufacturer´s specifications. No injury to the patient or staff reported.